Event description:
It was reported the pump's usb port became "detached from the pump", causing the pump to be unable to be charged. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.